Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, the reported event can be attributed to saline entering into the connection block where the electrode, working element and cable meet during use, which resulted in an internal electrical short at the proximal end. The instruction manual warns users ¿introduce a new plasmakinetic supersect/loop device and the instrument cable into the sterile field. Insert the t-shaped connector on the instrument cable into the slot on the base of the white instrument mounting block. Ensure that the connector is fully seated within the block.¿

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the electrode was arching at distal end and as well as at the connection block where the working element and cable meet. It was reported that a burning smell was noted. The surgeon was resecting the patient¿s prostate when the arching occurred. There was no bleeding reported. The generator was utilized with default setting of 100 coag and 200 cut. There were no error messages or audio alerts noted with the generator; however, the foot pedal would not activate. The or was not evacuated. The intended procedure was completed with similar devices. There was no patient injury reported. Additionally, the user facility reported that the electrode and working element were inspected prior to use with no anomalies found; however it is unknown if the connection block was inspected for a proper seating.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found the shaft of the electrode bent. The distal tip of the electrode showed evidence of activation. The proximal end of the electrode was found separated with melted remains attached to the connector cable. Further inspection noted char marks on the electrode¿s proximal end. Due to the returned condition of the electrode no further testing could be performed. Based on the similar reports, the reported event can be attributed to internal activation within the proximal end of the electrode due to saline ingress.